Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Improper techniques and improper use of the meter were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging receiving discrepant low inratio value. Date: (B)(6) 2014. Inratio: 1.7. Lab: 4.8. Time between tests: 3 hours. Pt's therapeutic range: 2-3.